Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined that an image was not displayed because communication failure occurred due to faulty cable. As to the cause of the faulty cable, it was determined that the cable was broken because water entered inside the unit from the cuts/scratches on the cable sheath part. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.

Event description:
The field service engineer reported on behalf of the customer that the 4k camera head had no video during preparation for use for a diagnostic procedure. The intended procedure was completed with another similar device. There were no reports of patient harm or impact associated with the reported event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed due to a bad cable was (leaky, kinked). Additional findings were as follows: the coupler had rusted. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.